Event description:
Fill volume: 400ml, flow rate: 100ml/hr. Procedure: IV vitamin supplemental therapy. Cathplace: IV. Please reference: 2026095-2014-00273/14-01051 (a), 2026095-2014-00274/14-01051 (c), 2026095-2014-00276/14-01051 (d) and 2026095-2014-00277/14-0151 (e). Incident #2 of #5. An international distributor reported 5 incidents of fast flow that occurred with the same pt using easypumps for IV vitamin supplemental therapy. The infusions were started immediately after filling the pumps. The infusions occurred between (B)(6) 2014. It was reported that the devices delivered in 1.5 hours instead of 4 hours. There was no report of pt injury or medical intervention required as a result of this event. The incidents occurred in the pt's home and were discovered by a nurse. It was reported that the device was not saved for return but an unused device will be sent to (B)(6) for eval.

Manufacturer narrative:
Method: the unused device was received for analysis. A visual inspection was performed and a review of the device history record (DHR) was performed. Results: an unused device was returned in the original and unopened packaging. No testing results are available as the investigation and eval are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specs, including the qc acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a f/u report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for add'l investigations.